Event description:
When surgeon took patient to operating room to remove the stent it was found that half of the stent was missing. Ureteroscopy performed, retained half able to be removed, broken half is believed to have passed via the urine catheter and did not cause harm and was not retained.